Event description:
Facility electrical test started at 505am and clinitron rite hite bed shut down. Manufacturer notified prior to event that head cushion cover was not provided with bed. Company rep stated bed could be utilized without the head cushion cover. When bed deflated the patient's head became wedged between the deflating pillows,there was no harm to patient and the bed had to be maually turned back on.bed should have been delivered with all appropriate equipment needed to operate the bed safely. Hillrom company has been notified for further instructions on proper use of these beds and if bed can be utilized without top cushion cover. User manual has no specifications on use of head cushion cover being optional.